Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the right breast mass removal, the device's needle tip broke off during suturing, which may be left in the body and cause infection. To resolve the issue, the inflammation scar was wrapped, and x-ray was performed with b-ultrasound.